Event description:
Pt taken to or for removal of non-functioning port-a-cath. There was only a small piece of the catheter attached to the port. The preoperative chest x-ray, 5/19/97, showed the catheter was in the pulmonary artery on the left side. The pt was taken to the radiology department where an angiogram was performed and the port-a-cath catheter was retrieved.